Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2024-00267. It was reported the patient¿s system was unable to be placed into MRI mode. Images confirmed both leads have migrated. Surgical intervention may take place at a later date.

Event description:
Additional information was received stating that surgical intervention took place on (B)(6) 2025 where the system was explanted to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.